Event description:
Since 2006, I began using exclusively the amo complete moisture plus multipurpose solution. Two months later, I began with redness in both eyes, but primarily in my left eye. I then began to experience pain and a feeling as if something was in my eye with increased tearing from the eyes and light sensitivity. I removed my lenses out and began wearing my glasses full time. I went to the ophthalmologist who diagnosed me with a keratitis in both eyes but the left eye was much worse than the right. I was immediately begun on long term steroid and antibiotic drops. Shortly afterwards, I noticed a major decrease in my vision with the inability to wear my glasses anymore. After several months, my vision stabilized and new glasses lenses were prescribed with my having lost over a 1.5 diopters of vision in my l eye. At the present time, I am still unable to wear any contact lenses as per my ophthalmologist.